Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it is possible the screen went black and no image appeared, due to a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. During inspection and testing, service observed the following: a leak was confirmed due to holes in the bending section cover, which was caused by external factors. The adhesive of the bending section cover was chipped. Scratches were observed on the up/down plate, right/left plate, switch #1 cover, universal cord, light guide connector side of the universal cord, video connector, video connector case, light guide connector, and the surface of the light guide lens cover, due to external factors. Per the legal manufacturer, these other device issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was a water leak due to a tear in the bending section cover (a-rubber) of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the screen went black and no image appeared, due to damage of the image pickup unit [image sensor]. This report is being submitted for the malfunction found by service during the device evaluation [no image].